Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated following shock delivery. Attempts to reset device with a magnet was unsuccessful. There were concerns that this device exhibited premature battery depletion (pbd). The device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be interrogated. High powered visual inspection of the device case found evidence of an arc mark indicating that there was a shorted lead when the device was providing a shock. The device was damaged by a shock into a shorted lead condition.